Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a post procedure follow-up. The patient's atrial lead had dislodged. On (B)(6) 2019 the patient presented for lead revision. Several attempts were made to re-position the lead but adequate threshold levels were not obtained. The physician decided to explant and replaced the lead. Patient was asymptomatic throughout procedure.